Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: stress problem; cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto-nephro fiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicated the adhesive joint on the bending section cover/distal sheath chipped. There was no patient involvement.